Event description:
It was reported that the subject device had a poor image quality. The issue was identified during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed for no image and for stripes in the image the failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken and error b31 occurs. Based on the results of the investigation, and since the device malfunction of stripes in image was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Also, for the video cable was broken and therefore error b31 occurred, and no image was displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.